Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 298 mg/dl. Customer stated that the insulin pump was tucked into her bathing suit. Troubleshooting was done. Advised the customer that insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was received with intermittent buttons due to corroded keypad traces. No button error insulin pump was received with minor scratches on lcd window, missing end cap sticker, cracked case at reservoir tube window corners, reservoir tube lip and battery tube threads. Insulin pump was received with corroded battery tube.